Event description:
Caller reports having essure implanted in (B)(6) 2006. The device was only successfully implanted on one side. Two months later, caller had revision procedure when the one implanted was removed and a new one was inserted along with the side that did not have device initially inserted. Caller stated that for the last 2 years she's been experiencing excruciating pain caused by the essure. She is not seeking a second opinion by an obgyn specialist in hopes to remove the device.